Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the rotaflow console displayed the error "b temp" during patient treatment. The pump stopped but the machine came back normal by turning off and on. The machine was not changed with another one. No harm to the patient was reported because it was not harmful to the patient and the response was rapid. (B)(4).

Manufacturer narrative:
The device in question has been evaluated by a maquet field service technician. According to the service report: not reproduce the failure while to inspect the unit. The unit could be run well. The battery has been replaced to prevent to occur again, and the defective battery will be kept in the site as user´s demand. But according to the ssu: the distributor couldn't send the defective battery back. So the defective battery is not available for further investigation. Thus the failure could not be confirmed. Since the reported failure did not contribute to a death or serious injury no corrective action is needed. In addition at this time it cannot be concluded that this is a systemic error. No corrective action is needed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).